Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02165), the patient developed an infection.

Manufacturer narrative:
Additional information was received that the infection was not device related. The patient was waiting for a plasma exchange to improve her antibodies. Supplemental information could not be obtained. No further course of action will be taken at this time.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02165), the patient developed an infection.